Manufacturer narrative:
One device was received. Per visual inspection, no abnormalities were found. Per functional testing, the circulating water temperature rose, and the over temperature alarm sounded. The complaint was confirmed. The root cause was the circulating water temperature setting deviated. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Adjusted circulating water temperature and over temperature alarm settings. The device passed all functional and performance tests after repair.

Manufacturer narrative:
B3: date of event, d4: serial number, and h4: manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the over temperature alarms frequently. Patient adverse effects are unknown.